Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to faulty the electrode pads. They were scrapped after investigation and replacement electrode pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the electrode pads were not working properly. There is no additional information at this time. Complainant indicated that there was no patient involvement in the reported malfunction.